Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: multiple call service 087 alarms observed in black box. During investigation cs 69 alarm reproduced during rewind. Unable to perform steps 13, 17-22 due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39). The battery compartment is cracked under the bumper pad. Display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.